Manufacturer narrative:
B3: date is unknown. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Manufacturer narrative:
B3: date is unknown. As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remains implanted. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted and replaced due to the device was not cycling.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with cylinder 1 or cylinder 2. A separation was noted on the inlet tube of the reservoir near the strain relief junction. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicate that sufficient stress was exerted on the inlet tube near the reservoir to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
B3, d6a: estimated dates. As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device remains implanted. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient stated that he is not getting the full erection that he used to receive with his previous device. When he originally had the surgery, his urologist had him do stretches/ use a penis pump while erect. He said once he had done that, he was able to inflate more fluid into the cylinders. But now, he said he can barely get erect enough for penetration to occur. He has a hard time inflating the cylinders and uses two hands to squeeze the pump. He stated there¿s a whistle when he pumps it, and it has gotten worse within the last few months. The patient was very displeased with the physician that did the initial implant. He stated that during the first surgery [previous device], the physician implanted the reservoir in his stomach. He then had a replacement surgery. He feels like he¿s lost length and girth.